Manufacturer narrative:
The device was returned to olympus. In addition, the light guide and objective lens gluing is chipped, the bending section cover is separated and chipped, the bending tube is shortened, the scratch pocket-pouch on connecting tube, the air/water nut painting is peeling off, the suction cylinder nut painting is peeling off, and the universal cord is scratched. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information. Customer name: (B)(6).

Event description:
It was reported that evis exera iii duodenovideoscope was sent for annual inspection, without any complaint from the site. During maintenance, a gap on the distal end adhesion area was found. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.